Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pulse generator was atrial pacing at a much faster rate then what was programmed. The patient experienced heart palpitations due to the event. The device was reprogrammed. The patient was in stable condition.